Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date.

Event description:
User facility medsun report# (B)(4) was received that states "attempting closure device with perclose device (lot 6030642), device failure to deploy resulting in partial device being stuck in patient femoral artery. Failure to deploy closure device resulting in fragmentation of the closure device in the patient's arteriotomy; vascular surgery consulted and have agreed to proceed to or for primary closure and evaluation" no additional information was provided at this time.